Manufacturer narrative:
(B)(4). Date sent: 02/09/2022. H11: corrected data = h10 device analysis. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 tyvek and device were returned with no apparent damage. In addition, a sr55 reload was received unfired and the swing tab in unlocked position. Further analysis shows that the tyvek artwork belongs to a ntlc55. In addition, the returned device belongs to ntlc75 with body fluids on the device. Additional investigation of the returned lot number on the tyvek indicated that a ntlc75 device was packaged as a ntlc55, based on the batch number of the returned device. As part of our quality process, the manufacturing records of this lot and lot were reviewed, and the device batch was confirmed to be manufactured within the bounding time period of the field action related to mixed packaging. This defect has been correlated to the manufacturing process, a voluntary field action was initiated. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The manufacturing record evaluation was performed and identified a [nr-0008894] related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Date sent: 02/07/2022. D4: batch # 187a05. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 tyvek and device were returned with no apparent damage. In addition, a sr55 reload was received unfired and the swing tab in unlocked position. Further analysis shows that the tyvek artwork belongs to a ntlc55. In addition, the returned device belongs to ntlc75 with body fluids on the device. Additional investigation of the returned lot number on the tyvek indicated that a ntlc75 device was packaged as a ntlc55, based on the batch number of the returned device. As part of our quality process, the manufacturing records of this lot and lot were reviewed, and the manufacturing standards were met prior to the release of this lot. This defect has been correlated to the manufacturing process. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the packaging included tlc75 instead of tlc55. Packaging was labelled tlc55. Issue was observed with all 3 devices of this sales unit. No harm to patient. Surgery was performed with device from new sales unit.